Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as lifevest is hurting patient and causing redness and pain as b04 garments are tight. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated they did not have to wear the lifevest if they didn¿t want to for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.